Manufacturer narrative:
The customer¿s reported complaint of dim led display boards was confirmed and replicated on 74 of the 76 returned components during testing. Two boards tested good with no functional faults noted. The majority of the faulty returned pcb display boards were identified with slightly dim u4 seven segment displays during testing. Based on the srd-878 rate display viewability (ddm (B)(4) medley baseline srd-19), the returned display boards are out of specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that devices have defective display boards.